Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument was received at us cq. A portion of the distal tip was broken inside the sealed packaging. There are no tears or rips with the package. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. It was not performed due to post manufacturing damage as the device was still in its sealed packaging and was made in sep 2016. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered rough handling during shipment/handling resulting in the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 316.290, synthes lot # u237009, supplier lot # u237009, release to warehouse date: 13 sep 2016, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes - gfa, gff, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the ¿drill bit ø0.76 w/stop drilldepth10¿ was rejecting by hospital¿s receiving staff as it was found broken in original packaging. There was no consequence to patient. No further information is available. This complaint involved one (1) device. This report is for one (1) 0.76mm drill bit/mini qc with 10mm stop/44.5mm. This is report 1 of 1 for (B)(4).